Event description:
It was reported that the pump wake button required excessive pressure to operate. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.